Manufacturer narrative:
This report is submitted on november 16, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth. Subsequently, the patient was placed on general anesthesia on (B)(6) 2022, for a skin revision surgery and abutment removal.